Event description:
It was reported that the customer was hospitalized due to issues with her pancreas, but was also experiencing erratic blood glucose levels during the hospitalization. The mother also reported multiple alarms on the insulin pump as well as powering off. The mother didn't have the insulin pump with her at the time of the call for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.